Manufacturer narrative:
The technician cleaned the hi/low drive ball screw assembly to repair the bed.

Event description:
Information received indicates the hi/low function is drifting down when weight is applied.